Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The 100% stenosed lesion was located in the calcified and tortuous right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 8622304 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.